Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, curved sharp opening in the same location of crease on posterior side and stress marks. Weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is a sharp crease opening assessed as fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported patient¿s concern with the product. Healthcare professional later reported right side capsular contracture, baker grade IV. Device has been explanted.